Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the single use aspiration needle locking clip will not unlock. The event occurred during an endobronchial ultrasound diagnostic procedure. The faulty needle was discarded and another one was used to complete the procedure. There was no patient harm or user injury reported due to the event.